Event description:
The customer reported to baxter (B)(4) an admin set. For lbl. Bld. Derivw ll that split and allowed the blood to run through it during patient use. No adverse event or patient injury were reported. No sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.